Manufacturer narrative:
The device was not returned for evaluation therefore it could not be determined whether the device contributed to the event. The surgeon noted that he was uncertain when the capsular tear occurred stating that it could have occurred during the irrigation and aspiration portion of the procedure or it could have occurred when the iol was inserted into the bag. The patient was (B)(6) years old with zonular deficiency which could have contributed to the event.

Event description:
Upon implantation of an iol the surgeon noticed a capsular tear. A vitrectomy was required and the iol was replaced with an anterior chamber iol.